Manufacturer narrative:
Analysis of the suspected device confirmed the reported issue, the smartview connect is unable to fully initialize, a bug prevent the communication application from launching. As there is no additionally information available for investigation, the most probable hypothesis is that this event is related to a known issue: the error screen is seen by the user, it clicks on the button acknowledging the error then a check-in (com with bo server) is launched. However, once the check in has successfully sent all the traces/logs files the pairing transmissions activity caught the event and act like the pairing has been performed (it ends when files are sent to the user). Pitactivity is opened, however it should not happen because the device is not yet paired. The issue is induced by the user clicking multiple times on back button in instruction activity. However, the crash happens because a value is not yet initialized which does not happen when the device is paired properly. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 14-january-2025, the transmitter screen displays "smartview connect app isn't responding."